Event description:
Initially, it was reported that the patient underwent vns explant because the patient wanted the device removed to undergo a cervical spine. Follow-up with the referring physician found that the reason the device was explanted was because the device never worked for the patient and it was unknown whether this was due to a device malfunction or if the patient was not a responder to vns therapy. No additional relevant information has been received to date.

Manufacturer narrative:
.